Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had been disconnected from remote monitoring since (B)(6) of 2019. The patient presented in clinic and upon review the device exhibited backup vvi operation. The patient noted receiving vibratory notifiers since (B)(6) due to apparent backup operation. The device was successfully restored. The patient was stable throughout.